Event description:
Revision of a margron dtc hip replacement on a pt with gross osteoporosis due to aseptic loosening. Other symptoms unk. Osteoporosis is likely to have caused the loosening of the femoral stem. Stem revised with alternate MFR's hip replacement sys, including a bone graft.

Manufacturer narrative:
The event is being reported following a reassessment by user facility. This observed trend and user facility's initial analyses were previously reported to FDA in MDR # 9613642-2008-00001. As a precautionary measure, user facility has taken the margron dtc sys off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.